Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. The customer&#38112;blood glucose (bg) level was reported to be in the mid to high 200 mg/dl, and was addressed via manual injections. It was indicated that the customer had manual injections available for alternate insulin therapy.